Event description:
It was reported by service report that the brakes could be engaged on either side. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Brake crank assembly.